Event description:
Procedure type: lap low anterior resection. According to the reporter: when the trocar was pulled out, it was noticed, the tip of the cannula was chipped. Harmonic was used with the device. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).